Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the patient had a fault alarm on his freedom driver while he was driving in his car. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The customer-reported alarm was duplicated during the investigation process; the root cause of the alarm was determined to be a malfunction of the main printed circuit board assembly (pcba). This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer reported that the patient had a fault alarm on his freedom driver while he was driving in his car. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.